Event description:
Philips received a complaint by the customer on the v60 indicating that the device occasionally does not turn on. The device was in use on a patient at the time the reported issue was discovered. However, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requests a quote for the supply of the parts power management printed circuit board assembly (pcba), (pic firmware 1.20) (code 1119527) (code 453561534061), pcba, power management (pm) (pic firmware 1.30, 4th generation) (code 1154028) (code 453561544451). Per good faith effort (gfe) it was confirmed that there were no further actions that has been performed at customer¿s site. The customer asked to have a part¿s quotation and for this reason. Attempts have been made to try to obtain further information about this case, but no further information was able to be obtained by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: usl - (B)(6).